Event description:
Consumer called to report meter is giving their very high readings when compared to their other meter. Analysis run on clark error grid using competitive reading (111) as ref. Point vs. Bd reading (234) yielded data points in the c range of the grid, outside acceptable limits.